Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: the adm liner was returned assembled with the ceramic head. Scratches were observed on the articulating surface and rim of the returned adm insert caused probably by the dislocation event and/or explantation. Dimensional inspection: not completed due to level of scratch damage on adm liner surface. Functional inspection a functional inspection was not performed as the event cannot be replicated medical records received and evaluation: a review by a clinical consultant noted: a traumatic fall of a patient is not a normal condition but a patient-related adverse event causing acute overload in the bone surrounding the device and this represents the root cause of failure by dislocation. The irreducible nature of the dislocation is a procedure related design characteristic while there are no device-related factors evident from the available material as also confirmed by the explant photographs. As such, this pi case is not device-related. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no similar other events for the reported lot. Conclusions: a review by a clinical consultant concluded: a traumatic patient fall caused an acute overload condition with hip dislocation. The irreducible nature of the dislocation is a procedure-related design characteristic virtually always requiring open reduction surgery. If further information or device becomes available this investigation will be re-opened.

Event description:
It was reported that the patient had surgery on (B)(6) 2016. On sunday, (B)(6) 2016, the patient fell down and dislocated the hip. The surgeon tried to reduce the hip joint but it was not possible. On (B)(6) 2016, the patient had a revision of the components.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had surgery on (B)(6) 2016. On sunday (B)(6) 2016, the patient fell down and dislocated the hip. The surgeon tried to reduce the hip joint but it was not possible. On (B)(6) 2016, the patient had a revision of the components.